Manufacturer narrative:
The device, used in treatment, was returned for evaluation. From the analyses conducted during this investigation, it was confirmed that the t-handle fractured at the weld between the handle and the shaft. The fracture most likely occurred due to quasi-static overload. An overload fracture can occur when mechanical loads applied to the t-handle exceed the strength of the weld. This device was manufactured in 2013. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device exhibits signs of significant use and wear. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for this device.

Event description:
It was reported that the handle broke while inserting the subtroch lag screw. The instrument was outside of the patient. An s&n backup was available. Surgery was not delayed. The patient was not injured.